Event description:
The manufacturer received information alleging that blower won't start during final test. There was no harm or injury reported. The system board was replaced to address the issue. The system board was sent to the product investigation lab (pil) for investigation. Pil visually inspected the system board for obvious defects and found none. Pil downloaded and reviewed the original device error log and found one instance of a ventilator inoperative condition.